Event description:
It was reported that the customer received an incomplete bolus alert; however pump history indicated that bolus was delivered. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. A correction bolus was delivered to address bg.